Manufacturer narrative:
Correction d4: serial no. Updated to "ni" since the serial number provided by the customer does not appear to be correct. Additional information: h6, h11 h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of under infusion. Patient receives pembrolizumab. Drug in bag completed and filter dry, however, there is drug left in drip chamber down to the filter. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.